Event description:
Coronary artery disease, right coronary artery, pending percutaneous transluminal coronary rotablator angioplasty. Status post acute myocardial infarction interrupted early with tpa, cardiogenic shock, third degree heart block.